Manufacturer narrative:
Internal report # (B)(4). Product returned for evaluation. Inspection completed with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he wife feels well and requires no medical attention. The customer's expected blood results are 100mg/dl fasting. Verified the strips expired 7/21/2017. Customer confirms the strips have been properly stored and were first opened the month of (B)(6). Customer performed a back to back blood test and obtained 148mg/dl and 131mg/dl not fasting. Reviewed meter memory: 320mg/dl, (B)(6) 2015, 09:39:00 pm fasting: no; 378mg/dl, (B)(6) 2015, 02:37:00 pm, fasting:no; 439mg/dl, (B)(6) 2015, 02:34:00 pm, fasting: no. The customer is concerned with the result of 439mg/dl in the meter's memory.